Event description:
It is reported that the physician was treating a lesion in the rca with an integrity bare metal stent. The lesion was calcified with 70% stenosis and a sub occlusion in the middle third. Pre-dilation was performed. The device was unable to pass the lesion and on removal the stent was damaged. Another device was used to complete the procedure successfully. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: deformation problem (stent deformed).

Event description:
Device evaluation: the distal tip was flared. A number of struts on the 8th proximal segment were raised and deformed. The 13th and 14th proximal segments and the 7th distal segment were deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (lesion was calcified with 70% stenosis and a sub occlusion in the middle third). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion was calcified with 70% stenosis and a sub occlusion in the middle third). Unable to confirm complaint (device not returned). (B)(4).